Event description:
It was reported that the radio frequency programmer head had difficulty, or was unable to interrogate patient's implanted heart devices. The programmer head and programmer were returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device interrogates as required. It was noted that the label was missing its coating. (B)(4).